Manufacturer narrative:
Device manufacture date, imdrf annex a,b,c,d and g, manufacturer narrative fields are updated device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17mar2017 . The review was performed from the date of manufacture to the present date 17mar2021. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low (minimum specification is 11.59, actual reading 11.49) there was no reported patient involvement.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low (minimum specification is 11.59, actual reading 11.49). There was no reported patient involvement.

Manufacturer narrative:
Unique identifier (UDI) # field is updated.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17mar2017 . The review was performed from the date of manufacture to the present date 24feb2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low (minimum specification is 11.59, actual reading 11.49) there was no reported patient involvement.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low (minimum specification is 11.59, actual reading 11.49). There was no reported patient involvement.